Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive 8mm maryland bipolar forceps instrument to perform failure analysis. The instrument was analyzed and found to have no physical damage on instrument cables. The instrument was found to have a broken grip at the grip base. A piece approximately 10.00mm x 4.00mm was found to be broken off. The broken piece was not returned with the instrument. Corrections : section d was updated to reflect primary product material number as : 471172-17. Based on additional information, it has been determined that the instrument involved with this complaint does not meet the criteria for isifa2024-09-c as previously listed in section h9.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc., (isi) followed up with the initial reporter and obtained following additional information: customer confirmed that there was no missing material on the instrument. Only the steel cable on reported 8mm maryland bipolar forceps instrument was broken in two. Therefore, the instrument did not obey the commands correctly.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury.